Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the synergy xd 2.75 x 16mm stent delivery system (sds), batch #31565827 device. Visual, tactile, microscopic and leakage analysis was performed on the device. Multiple kinks were identified along the hypotube shaft with a break 17.5cm distal to the distal end of the strain relief. The device was attached to an encore inflation unit and the balloon was inflated to rated burst pressure of 18 atmospheres with no issues. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft ruptured. A 2.75 x 16mm synergy, stent balloon expandable stent was selected for procedure. During the procedure, the rupture of the hypotube of the stent was noted. Device was removed. Procedure was completed using another synergy stent and there were no patient complications reported.

Event description:
It was reported that shaft ruptured. A 2.75 x 16mm synergy, stent balloon expandable stent was selected for procedure. During the procedure, the rupture of the hypotube of the stent was noted. Device was removed. Procedure was completed using another synergy stent and there were no patient complications reported.